Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-06224. Updated section h6- type of investigation, findings, and conclusion. Difficulty withdrawing the system or the inability to withdraw the system is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. 3mensio imagery was provided and the following was observed: calcification and tortuosity were present in the patient anatomy. Per the technical summary, the instructions for use (IFU), current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Commander retrieval through the deployed thv and through the esheath/esheath+ are validated. Flex properties such as force, deflection angle, and deflection plane are verified. The delivery system indicates direction of flex in regard to the e-logo on the system handle and has a flex indicator to provide a visual reference of the degree of articulation. Balloon material, shape, and thickness is selected for balancing compliance and strength. Inflation/deflation times are verified, and the inflation device is verified to ensure enough vacuum to remove all the inflation volume to keep the balloon at the smallest profile possible after deflation. Balloons are tested for fatigue and burst pressure and their bonds are tested for strength to minimize the risk of having integrity failure during removal. The esheath/esheath+ is designed in such a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Edwards has provided guidelines and instructions to the physicians in the IFU and training materials/refresher training on how to withdraw the system, including an optional technique for snaring a burst balloon that may facilitate retrieval. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and procedural factors can contribute to difficulty during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to the complaints. Patient factors such as calcification, tortuosity, scar tissue, or small vessel size may cause constrained sections of the anatomy that interferes with passage of the delivery system and causes difficulty during withdrawal. Proper withdrawal technique is important, as non-coaxial withdrawal of the delivery system may cause the system to interact with vasculature or the sheath, resulting in difficulty withdrawing. Withdrawal of an inflation balloon that has had its profile altered (such as containing residual inflation fluid from thv deployment) can cause additional resistance during withdrawal, as the larger profile may interact with vasculature or the sheath. Furthermore, if the sheath is damaged due to high insertion forces or other factors, damage on the sheath may cause further resistance as the delivery system is withdrawn into it. Finally, navigating over a damaged or kinked guidewire may cause resistance between the guidewire and guidewire lumen, leading to difficulty withdrawing the delivery system. In this case, the complaint was unable to be confirmed. Investigation results suggest procedural (withdrawal of non-fully deflated balloon) and patient (calcification, tortuosity) factors may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the edwards field clinical specialist (fcs), during a transcatheter aortic valve replacement procedure by transfemoral approach, a 26mm sapien 3 ultra resilia valve was successfully implanted; however, when it was time to remove the commander delivery system, it would not pass through the esheath. The delivery balloon was caught on the distal sheath tip in the descending aorta, just above the bifurcation. The balloon was fully deflated, the delivery system was coaxial and unflexed, and the flex tip was pulled back to the last triple marker. The sheath and balloon were removed together as a unit, with the nose-cone and balloon advanced out of the sheath, over the wire, while under x-ray. The patient had a perforation in the descending aorta in the left common iliac, just at the bifurcation, that was unable to be repaired with stents in the cath lab, and the patient had to be taken to the or for vascular repair. The perceived root cause was either the balloon was not fully deflated or had a small degree of waste and that caught on the sheath tip. The physician did pull a second negative on the balloon, but the fcs believes the sheath tore on the initial effort to remove the delivery system.

Manufacturer narrative:
Investigation is ongoing.